Event description:
Related manufacturer reference number:1627487-2024-08172. It was reported that during lead revision on (B)(6) 2024. [Related manufacturer reference number:1627487-2024-08171]. Patients lead was unable to be explanted, the physician could not put enough force on the lead to get it to retract, in the process patients other lead retracted to the ligamentum flavum, but then curled up and would not exit the epidural space. The lead filament inside the silicone fractured. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein one lead was completely explanted and the other lead was partially removed but some pieces still remained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.